Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer also stated that he was in a car accident while wearing the insulin pump, and was hospitalized. The date of the accident was not reported. Also, the customer did not report whether or not he was driving the vehicle. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.